Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the heartstart xl defibrillator/monitor is unable to perform the self-test, rendering it unusable. There was no reported patient involvement.

Manufacturer narrative:
This report is based on information provided by the philips authorized service provider (asp) and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart xl defibrillator/monitor, indicating that the device was unable to perform the self-test. The information provided suggests that, after the customer performed a subsequent operational check, the device was returned to full functionality. The device remains at the customer site, and no further evaluation is warranted at this time. Based on the information available, the reported issue could not be verified, and a cause could not be established. The reported problem was not confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The customer performed another operational check, which passed, and the device was returned to service. It has been concluded that no further action is required at this time. If additional information is received, the complaint file will be reopened.